Event description:
During retraction of the catheter and vasodilation, the surgeon noticed the light was moving as expected, but part of the catheter could not be retracted. A goniotomy was performed to remove the remaining catheter.